Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the revealed that the device is cracked on top case by the tube holders and cracked on right plunger case. Ear clip is broken off. During occlusion testing, the motor rate error was found. The root cause of the reported issue was found to be normal wear. Main board does not operate as intended. Replaced main board, cleaned and greased the whole motor assembly. Performed occlusion test and all functional testing which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.